Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead received several shocks until therapy was exhausted. It was noted that the patient's rhythm was converted on the last shock, and the shock impedance measurement was 118 ohms. The patient's device had recorded a code 1005 which is indicative of an open shock lead condition. The patient subsequently received two additional shocks and shock impedance measurements were 50 ohms. A shock impedance measurement of greater than 125 ohms was later noted. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.